Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alert occurred multiple times while using the infusion set, with no visible kinks or bends in the tubing, and insulin delivery was resumed but the alert recurred until the user changed supplies; blood glucose reached 306 mg/dl and remained above target for a couple of hours. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention and no use of backup therapy. Investigation included customer service review, troubleshooting, and user re-education with recommendation and execution of an infusion set change. Investigation of this case revealed that the occlusion condition resolved after replacement of the infusion set. It was concluded that the event was related to an infusion set occlusion that was mitigated by supply change.